Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a trial patient for urinary incontinence. It was reported that the patient got their trial on (B)(6) 2016. It had stopped giving them relief and they had urine leakage once on the night prior to the report and twice on the morning of the report. They also did not feel stimulation. They went up to 10 on the day prior to the report and then called in and they had the patient decrease the stimulation. They noted that they had felt stimulation on the left side up where the incision was before, but was feeling nothing at the time of the report. They had increased all the was to 12.4 volts, but felt nothing. They also had pain on the night prior to the report, in their left side in the back, right where it fluttered, but it had gone away. The leakage was noted to come as a gradual onset.